Event description:
Polyurethane breast implants placed. Hospitalized for unknown illnesses in 1992, 1994, 1997. All hospitalizations lasted 4 days to three weeks and involved "lymphthanopathy." Of left breast and serious illness, including high white cell count. Then in 11/00, rptr started to become ill again. Left breast lymph nodes became large, and then several other very separate symptoms started to appear. After being bed-ridden for 2 months and major weight loss, one of rptr's pupils became larger than the other and it was apparent that the central nervous system was involved. Rptr then went to the chief of optic neurology at hosp and was admitted to the hosp for another three weeks of testing. After surgery rptr was diagnosed with neuro sarcoidosis. Lump in left breast was still present, so after being on major doses of prednisone for 8 months, rptr was told to have the lymph node biopsied. Biopsy results indicate that silicone and sarcoid were found in the same lymph node and doctors involved in the case link the neuro-sarcoidosis directly to the implants. Additionally, all sarcoid, seems to be active on left side, left eye, left lung, etc.